Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), menstruation irregular ("irregular periods"), back pain ("lower back pain") and pain in extremity ("goes down both legs") and was found to have weight increased ("I did keto/low carb over the course of 3-4 month"). The patient was treated with surgery (hysterectomy/davinci method). Essure was removed. At the time of the report, the pelvic pain, cystitis, menstruation irregular, back pain and pain in extremity outcome was unknown and the weight increased was resolving. The reporter considered back pain, cystitis, menstruation irregular, pain in extremity, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menstruation irregular, bladder infection, pain, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information added. New events were added: lower back pain, , goes down both legs. On 23-mar-2020: social media received. Reporter information added. Event : I did keto/low carb over the course of 3-4 month added. On 23-mar-2020: social media received: reporter information was added. On 23-mar-2020: social media received- reporter was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('c') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cystitis and menstruation irregular outcome was unknown. The reporter considered cystitis, menstruation irregular and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menstruation irregular, bladder infection, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.